Manufacturer narrative:
(B)(4). Additional information: the batch review was not performed because the lot number is unknown. The product labeling was reviewed and determined to be adequate for providing instructions about emergency disconnects from the machine. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA number (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) on the homechoice (hc) during use. Home patient (hp) stated he disconnected to let his dog out and when he came back, machine was alarming. Hp had already cleared the alarm and went back through set up with the same supplies. Technical service representative (tsr) explained alarm and instructed hp would need to discard supplies and notify the registered nurse (rn). The tsr advised hp to finish with manuals or with new supplies. Proper procedures were reviewed with the hp. Product surveillance followed up (B)(6) 2010 with caregiver (cg) who reported the hp did not have any injury or medical intervention associated with this event. Cg did not recall any other specific details related to this event. Cg stated hp was just seen in clinic and was doing well with his therapy and continues to use the hc device and transfer set for peritoneal dialysis therapy. The cg reported the cassette had been discarded and a new box of supplies was being used.

Manufacturer narrative:
(B)(4).